Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that patient developed pain and had surgery in 2006, to remove part of her intestine. Adherence to the mesh was discovered. Per medical records received from the patient two months later, mesh was folded over and adhering to bowel. Adhesions were removed and mesh was re-attached.